Manufacturer narrative:
(B)(4). Additional information received indicating this lead continues to exhibit high out of range shock impedance measurements. The lead remains in service. There were no adverse patient effects reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. The field representative has been contacted. There were no adverse patient effects reported.

Event description:
--

Manufacturer narrative:
All available information information indicates the device remains in service. This investigation will be updated should further information be provided.